Event description:
Customer reports taking novolog based on result in the 400 mg/dl range obtained on the aviva system. 10 minutes later customer passed out and recovered 2 minutes later. Customer's mother obtained candy for him; after eating candy customer obtained yogurt and reece's cups and low blood glucose symptoms improved. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.